Manufacturer narrative:
The malfunction found by the service can be caused by keyboard contacts strongly oxidized or by a displacement of the button's dome. The service inspected and cleaned the contacts. Device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported the malfunction of the (+) button.